Event description:
Philips received a complaint on the earlyvue vs30 vital signs monitor indicating that the locking screw of the gcx sure signs rollstand with mounting plate loosens itself during use. The earlyvue vs30 monitor mounted on it was damaged by falling to the floor. The device was in clinical use at the time the issue was discovered. There was no adverse event or harm reported.

Manufacturer narrative:
A philips clinical application specialist (cas) spoke with the customer. The issue was determined to be caused by loose screws on the rollstand mounting plate. Based on the information available and the testing conducted, the cause of the reported problem was loose screws on the rollstand mounting plate. The reported problem was confirmed. The screws have been fixed with a loctite screw lacquer by the customer. The monitor has been returned the philips repair bench for repair and will be returned to the customer after repairs are completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter phone #: (B)(6).